Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 31-dec-2019 / serial or lot#: (B)(6) d9: no h3: no h4: mfg date: 05-dec-2018 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the controller exhibited a controller fault alarm indicating a depleted internal battery. Log file review also revealed a loss of power to the controller and the ventricular assist device (vad) exhibited a motor start event with parameters outside of the typical range. The vad and controller remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that subsequent log file review revealed an additional controller fault alarm and unexpected loss of power to the controller, and there was a motor start with parameters outside of the typical range associated with the event as well.

Manufacturer narrative:
A supplemental report is being submitted as additional information has being received for this event and sections have been updated. Additional products: d1: heartware ventricular assist system ¿ battery d4: model #:1650/ catalog #:1650/ expiration date: 31-dec-2024 / serial or lot#: (B)(6) h4: mfg date: 06-dec-2023 d1: heartware ventricular assist system ¿ battery d4: model #:1650/ catalog #:1650/ expiration date: 31-dec-2024 / serial or lot#: (B)(6) d9: no h3: no h4: mfg date: 06-dec-2023 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient was changing one battery, the battery fell out of his hands and was hanging down for some seconds (but still connected to the controller). After that, the patient got the controller fault alarm, that was due to an empty internal battery. Additionally was informed "the other battery was connected normally to the controller" there was a red alarm and patient felt some heaviness in his head, it was noticed that there was a pump stop of 14 seconds. The controller has been permanently silenced due to the vad patients clinical condition and the two batteries were exchanged.

Manufacturer narrative:
A supplemental report is being submitted for additional event details. Additional products: d1: heartware ventricular assist system - battery d4: model #: unknown / catalog #: unknown / expiration date: / serial #: d9: no h3: no h4: mfg date: h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient dropped the battery by accident.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) (B)(6), one (1) controller ((B)(6)) and two (2) batteries ((B)(6), (B)(6)) were not returned for evaluation. A review of the manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed motor start events recorded on (B)(6) 2025 at 22:48:48 and on (B)(6) 2025 at 22:43:57, in which the motor start parameters were atypical. Log file analysis associated with (B)(6) revealed three (3) controller fault alarms logged on (B)(6) 2025 at 23:24:50, on (B)(6) 2025 at 09:05:38, and on (B)(6) 2025 at 23:18:16, and multiple event exceptions logged since (B)(6) 2025, indicating an issue with the internal battery. In addition, log files revealed that the controller had been in use for more than two (2) years. Review of the event log file revealed two (2) controller power up-events, with associated motor start events, logged on (B)(6) 2025 at 22:48:24 and on (B)(6) 2025 at 22:43:52, indicating losses of power to the controller. The data point prior to the first loss of power revealed that (B)(6) was connected t o power port one (1) with (B)(4) relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with (B)(4) rsoc. The data point after the first loss of power revealed that (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). After the loss of power, a safety alert word (saw) value was recorded on (B)(6), indicating an overcurrent alert. During the associated motor start event, log files recorded high power consumption, which required more current from the battery. Per the instructions for use (IFU), the capacity of a battery is dependent on the controller and pump operating power consumption. Log file analysis revealed no anomalies associated with (B)(6) within the analyzed period. The data point prior to the second loss of power revealed that (B)(6) was connected to power port one (1) with (B)(4) relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with (B)(4) rsoc. The data point after the second loss of power revealed that (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). No anomalies were recorded leading up to the losses of power. The controller was without power for fourteen (14) seconds and eleven (11) seconds, respectively. When the controller powers up fol lowing a loss of power, the led indicator for both power sources and the alarm indicator on the controller's front panel will flash red for a brief moment. It is likely the loss of power event was perceived by the patient as the reported "red alarm" event. As a result, the reported controller fault alarm, the atypical motor start parameters, the reported losses of power, and the reported ¿red alarm¿ events were confirmed. The reported drop event involving (B)(6) and (B)(6) could not be confirmed. Applicable risk documentation, experience with events of similar circumstances, and the available information were considered; possible root causes of the reported controller fault alarm event may be attributed, but not limited, to a reduced charge capacity of the internal battery and/or a faulty internal battery charger integrated circuit. The most likely root cause of the reported drop event can be attributed to the handling of the device. A possible root cause of the losses of power can be attributed to a disconnection of both power sources, an intermittent disconnection on one or both power sources and/or the reported battery drop event, as described in the event details. CAPA pr00551638 investigated controller losses of power. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. Based on risk documentation, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Additional products: d1: controller d4: (B)(6) h3: yes d1: battery d4: (B)(6) h3: yes d1: battery d4: (B)(6) h3: yes, investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.